Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified volume of normal saline. After an unspecified length of time after priming was complete, an unspecified volume of solution leaked from the air filter of the option-lok male adaptor of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.